Manufacturer narrative:
H3: product analysis found that the device was wrapped in a plastic bag and returned in a plastic sleeve (non-original packaging). Upon arrival, traces of contamination were observed on the tube, cuff, and trace pads. White sticky tape was also found wrapped around the tube near the adapter and clamp shell. Traces of voids were observed in all four electrode trace pads. Electrically, the resistance from end to end shall be less than 200 ohms; the actual measurements were 18.5 ohms (blue), 30.6 ohms (blue/white), 23.5 ohms (red), and 26.2 ohms (red/white), all of which were within specification. Furthermore, the device was connected to a nim console, and the trace pads were submerged in a saline solution for a functional test. The device passed the electrode check, and no excess noise was recorded. All four silver traces were manipulated and bent to a 90° position. No issues were observed during the analysis of the returned device. The complaint was not confirmed, no out of specification condition was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during total thyroidectomy procedure, the electrode check, everything was green and showed good impedance. During stimulation with the probe, there was muscle contraction, but no nerve sound or biphasic curve was ever detected, although the contraction and the nerve were clearly visible to the naked eye. They switched from the nim vital to the nim 3.0, and the issue persisted. They then changed the tube to the same model and size, after which it worked. Anesthesia assumes that the first tube may have been positioned slightly more outward than the one placed subsequently, but in that case they do not understand why the check showed everything green and cord impedances <(> <<)>0.1. Threshold was 100 and uv and threshold was set to 100. Muscle relaxant was used just in the beginning but then reverted the procedure was completed with backup product(s). There was 20 minutes delay in procedure. There was no patient impact.

Event description:
It was reported that during total thyroidectomy procedure, the electrode check, everything was green and showed good impedance. During stimulation with the probe, there was muscle contraction, but no nerve sound or biphasic curve was ever detected, although the contraction and the nerve were clearly visible to the naked eye. User changed the tube from the same model and size; it worked without any issues. Anesthesia assumes that the first tube may have been positioned slightly more outward than the one placed subsequently, but in that case, they do not understand why the check showed everything green and cord impedances 0.1. Threshold was 100 and uv and threshold was set to 100. Muscle relaxant was used just in the beginning but then reverted the procedure was completed with backup product(s). There was 20 minutes delay in procedure. There was no patient impact.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.